Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential inhibition was observed. Review of egm noted low level, high frequency noise that was inhibiting pacing. Myopotential oversensing was suspected. The patient was asymptomatic and doing fine the next day. Programming changes were made and no more oversensing was noted. Patient will be monitored with routine follow-up.